Event description:
It was reported that the patient presented in clinic. The atrial lead exhibited multiple episodes of noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion exposing the outer coil at 19.5 cm to 19.7 cm from the connector pin. Abrasions was consistent with constant friction to another implantable device. This could have caused the reported noise problem.